Event description:
Boston scientific received information that remote monitoring revealed a high out of range shock impedance measurement for this device and non-boston scientific right ventricular leads. In addition, an internal technical service (ts) consultant was contacted for their review of the data. Ts reviewed the information and recommended normal monitoring of this system, however suggested isometric maneuvers be performed at the next follow-up visit in addition to a save to disk performed. The out of range shock impedance may be attributed to the patient. As the patient with this device is twelve years old and may be growing. The shock vector is programmed coil to coil and as the patient grows, the distance between the coils may increase and result in higher impedance measurements. This information was provided to the physician and the system is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained that further out of range measurements have been observed.

Manufacturer narrative:
According to available information, a decision has been made to not explant this system, therefore, there will be no return of product and our investigation is complete. Should additional information become available, an amended report will be provided.

Event description:
Additional information was received. After the sudden increase in shock impedance, a follow up visit was performed. The device was programmed "off" due to a suspected shock conductor fracture. No chest x-ray was performed. A decision was made to not replace the system due to the patient's condition.